Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is caused by other device. (B)(4).

Event description:
Post a stenting treatment procedure, stent damage was noted. The target lesion was located in a middle segment of the left anterior descending artery (lad). Two overlapped synergy stents were implanted (2.25x24mm + 3x20mm) with good angiographic results. A non bsc intravenous ultrasound catheter (ivus) was used and while retrieving the ivus probe from the distal lad through the stents, some resistance was felt at distal edge of the distal synergy stent. Angiographic image after ivus pullback showed longitudinal distortion of the distal edge of the distal stent (2.25x24mm). The patient remained asymptomatic with no flow impairment. The following day the patient was treated with further balloon dilatation and an additional stent implantation at the distal edge. No further patient complications were reported and the patient¿s status is stable.